Manufacturer narrative:
The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. Therefore, upon further review, it was determined that the homechoice device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient passed away while connected to the homechoice device. The cause of death was not reported. The patient was hospitalized prior to death and it was reported the patient ¿coded¿ the day prior to death (no further details). That evening the patient continued pd therapy ¿on the machine¿ and ¿they coded again¿. It was reported there was a do not resuscitate order (dnr) in place. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A check of the device¿s pneumatic system was performed. No leaks were detected; all pressures were correct and stable. There were no problems found during an internal inspection; all connections were correct and secure. The device met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.